Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the driveline not locking into place when connected to the system controller driveline connector was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any atypical alarms produced. During testing, it was observed that the driveline could not be fully inserted into the driveline connector and therefore could not be locked into place. The system controller was disassembled to inspect the internal components revealing that a foreign piece of plastic was lodged within the driveline connector¿s locking mechanism, causing the mechanism to become stuck. The foreign debris was then removed, and the controller was reassembled. After removing the foreign debris, the driveline was able to be fully inserted into the connector and successfully locked into place. The reported event was determined to be due to foreign debris within the locking mechanism for the bulkhead assembly; however, to root cause of the debris could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use, rev. C section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook, rev. D section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient's modular cable was exchanged due to normal wear and tear. During the attempt to connect the new modular cable to the patient's secondary system controller, it would not lock in place. The system controller was exchanged due to the issue with the locking mechanism. There was difficulty getting the driveline to lock also. The team issued a new controller.